Event description:
Posterior breach of foramen resulting in implant against nerve root and causing pain. No evidence of dura compromise or compromised motor skills. Implant removed in 2008. Symptoms resolved.

Manufacturer narrative:
Method: "other" meaning that the training, inspection, lot records, etc. Were evaluated. There was no evidence of out of specification condition during this investigation. The cause appears to be an initial trajectory that was too posterior.